Event description:
This lead was explanted due to intermittent loss of capture and intermittent oversensing. Another lead was implanted instead and the hospital has retained this lead. Should additional info become available, this event will be updated.